Event description:
Boston scientific received information that the patient implanted with a boston scientific lead exhibited methicillin-resistant staphylococcus aureus (mrsa) infection. There were no additional adverse effects reported. All available information indicates that the product was explanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.